Event description:
It was reported that a spectrum pump has issues with "door latch, wont close". It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported "door latch, won't close" issue. Baxter's evaluation experienced a "door not fully latched alarm" while loading a set and confirmed it through a review of the event history log. Further investigation found the force required to secure door is above expected levels and if not applied will cause unit to alarm "door not fully latched". The device was reworked to correct this condition.